Event description:
Essure implanted in right fallopian tube without difficulty. Second essure implanted in the left tube and the sheath that covered the coil was retained in the tube as well. The surgeon then attempted to remove the sheath which pulled the coil out. A third essure device was then utilized and implanted without difficulty. Reason for use: elective sterilization.